Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that a re-occurring motor error alarm on insulin pump. Customer's blood glucose at time of incident was unknown. Customer was advised that pump will be replace and return.

Manufacturer narrative:
We were unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.